Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of supraventricular tachycardia as ventricular tachycardia. Further information was requested but not yet received.